Event description:
Possible broken sensor wires (retained distal ends). Pt removed and returned proximal segments. The proximal end of sensor l/n 080113411-073 was not present in returned disposable housing for eval. The returned proximal end of sensor l/n 080602411-087 was evaluated as follows: visual; measurement. Eval showed that the distal segment had a maximum length of 0.33 inches.

Manufacturer narrative:
Dexcom and FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention. (B)(4).